Manufacturer narrative:
The investigation determined that a patient sample ID (sid) was mis-associated with another patient sample ID when using the vitros eciq immunodiagnostic system. The root cause of the event was determined to be user error due to improper use of sid numbers. The vitros eciq immunodiagnostic system in use during the event was operating as intended. It was established the customer was not deleting incomplete manually programed sid numbers prior to reuse. (B)(6).

Event description:
The investigation determined that a patient sample ID (sid) was mis-associated with another patient sample ID when using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer identified the discrepancy, and no mis-associated results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).